Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from september 03, 2019 - september 04, 2019. H10: only one (1) actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag was cut at the top where the customer likely drained the contents. Functional testing was performed with tap water which revealed a leak at the spike port bonding area, between the spike port tube and the spike port. The reported condition was verified on the returned sample. The cause of the condition was not determined, however; the most likely cause of the condition is due to inadequate or lack of cyclohexanone applied during manufacturing. The other sample was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.